Event description:
A nurse reported that during a vitrectomy/cataract surgery, the cassette did not work. Air was not administered and fax (fluid-air exchange) failed, however no system message displayed. Attempts were made to reactivate air insufflation on tubing and on the system., however the problem persisted. Air was finally injected manually into the pt's eye. Additional info was received from the nurse who reported that there was no pt impact. The surgeon expects all gas to be absorbed but is observing the pt due to possible late risk of manual injection.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).